Manufacturer narrative:
Vyaire medical determined the root cause was due to a condition from production floor and is based on touch configuration. This issue will be resolved with the software version update to (B)(4).

Event description:
The customer reported bellavista 1000e frozen screen while ventilating a patient. The device was replaced with another ventilator and there was no patient harm associated with the reported event. The unit has been operating without issues after a restart.